Event description:
The complainant reported leaking from the suspect device during a procedure. Contrast agent leaked from the rotator during an injection. There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet begun. The suspect device was discarded at the hospital; however, unused devices from the same lot have been returned and will be evaluated. An investigation will be performed and a follow-up report will be submitted when additional information is available.